Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). During the evaluation, it was determined that the needle holder or the area of the jaw and tie rod is broken off. The needle holder was manufactured 10/2019. The cause is most likely the application of too much force or a too thick needle that was clamped between the jaws. The area around the break looks torn out and discolored. The fracture area has a rough appearance and looks uniform. Clamping outside the clamping area can result in high leverage forces, this is not a production problem or a material defect.

Event description:
It was reported that there was event with a "needle holder". According to the information received, the product was damaged during use in the first case after purchase. Further information is not available.